Manufacturer narrative:
Investigation summary: the affected device was returned for evaluation. Visual inspection by the unaided eye and under normal plant lighting of the returned item confirmed that the bottom ledge of the swivel connector separated (reference pictures). Visual inspection also noted that the ballard accessory was inserted farther onto the swivel than what is required for a secure connection (reference picture). The ballard accessory was able to be removed from the connector by using a disconnect wedge that is provided with every bivona trach and following the instructions in the IFU. The swivel was checked using an iso taper gage. It was deemed to be compliant with iso 5356-1. The ballard was reattached to the connector approximately right above the lower silicone ring under the swivel (reference picture). The ballard remained secure to the swivel and was easily removed without the use of the disconnect wedge. The bottom ledge of the swivel likely was broken by trying to remove the ballard without using the disconnect wedge. A device history record could not be completed as no lot number was received.

Manufacturer narrative:
E1 - initial reporter phone: additional phone number - +1(614)205-1675. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that while performing the bi-weekly ballard change on a 3.5 custom bivona tracheostomy tube, it was noticed that the old ballard would not come loose. Upon closer inspection of the trach, it was noted that the trach was damaged at the neck of the device. There was a patient involvement and no patient harm/adverse event reported.